Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced left distal corporal erosion of the cylinder. There were no symptoms of infection reported. A surgical procedure was performed in which only the left cylinder was removed. There were no further patient complications reported.